Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: the head has separated from the shaft of the screw extenders. The heads are only held on with a crimp and can be pulled apart with force. There are witness marks on the shaft to indicate the head was initially crimped. The shaft is within print specification, and the head is below print spec, consistent with the post-swaging process.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-5 to treat spinal canal stenosis. It was reported that during removal of the screw extender the tip broke off in the screw head at l4. The connector, fragmented tip and screw were removed from the patient. A new screw was placed with a connector. No patient complications were reported.